Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
At the end of the surgical case, during implantation of the prostheses, the scorpio tibial impactor/extractor 3770-000 broke. A small metal nub from the base of the instrument broke off. Both the small broken piece and the instrument where recovered.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding crack/fracture involving a tibial impactor/extractor was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: a review of the device history records could not be performed as lot code was not provided. Complaint history review: a complaint history review could not be performed as lot code was not provided. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received for evaluation. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopedics. If additional information becomes available, this investigation will be reopened. Not returned.

Event description:
At the end of the surgical case, during implantation of the prostheses, the scorpio tibial impactor/extractor 3770-000 broke. A small metal nub from the base of the instrument broke off. Both the small broken piece and the instrument where recovered.

Manufacturer narrative:
An event regarding crack/fracture involving a tibial impactor/extractor was reported. The event was confirmed. Method & results: -device evaluation and results: the alignment peg fractured in fast fracture overload consistent with the application of an off-axis load. Repeated use damage to the locking/alignment mechanism and impact damage to the handle/locking end surfaces were observed. The eds spectrum and the hardness of the housing material were consistent with a 17-4 ph stainless steel alloy in the h900 aged condition. No material or manufacturing defects were observed on the components examined. -medical records received and evaluation: not performed as medical records were not provided. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that according to the mar team¿s report the alignment peg fractured in overload consistent with the application of an off-axis load. No material or manufacturing defects were observed on the components examined.

Event description:
At the end of the surgical case, during implantation of the prostheses, the scorpio tibial impactor/extractor 3770-000 broke. A small metal nub from the base of the instrument broke off. Both the small broken piece and the instrument where recovered.